Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was at work and the cgm was reading 3.9 mmol/l. The patient experienced difficulties to read and ¿soft ground under the feet¿ and then lost consciousness. She suspected that based on the symptoms experienced the actual blood glucose reading must have been around 2.9 mmol/l. The patient self-treated with 2 pieces of basler laeckerli (biscuit) and recovered after the treatment. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.